Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the first firing, the cartridge was loaded into the stapler, and when the device was fired onto the colon, it was able to be fired only halfway. That was not because the tissue was thick. The device complete the firing cycle. After the cartridge was replaced, it was able to be fired without problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with damage noted to the surface of the loading unit. No damage was noted to the knife blade. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.